Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). The iol was explanted and replaced with a non-johnson & johnson surgical vision lens due to complaints of suboptimal best corrected visual acuity (bcva), blurred vision, and difficultly seeing distant and close objects. It was reported daily activities are significantly affected and the patient is a pilot. There was no incision enlargement, no suture(s), and no vitrectomy. Patient was prescribed ketoralac, preforte and gatifloxacin which was confirmed to be patients standard of care after surgery. It was confirmed patient daily activities are no longer significantly affected after iol explant. Patient status was reported as fully recovered and patient is happy with the surgery. Iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.